Manufacturer narrative:
No complaint was received with the return of the device. A partial lead of the connection portion measuring 24.9 cm was returned in one piece. Failure event observed during analysis. External insulation abrasion was noted at 16.6 cm to 17.1 cm from the connector pin consistent with friction to device can. The silicone insulation was not breached in this region.

Event description:
This report is to advise of an event observed during analysis.